Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer had reported random no delivery alarms and that the battery only lasted three to four days. The customer reported no adverse event. The event involved product(s) mmt-399a, mmt-1780kr, and mmt-332a. Troubleshooting was not performed for the insulin flow blocked alarm, and it was a past event. Troubleshooting was not performed for the short battery lifetime. No harm requiring medical intervention was reported. No product return is required for mmt-399a, mmt-1780kr, and mmt-332a

Manufacturer narrative:
Test p-cap and reservoir locked properly into reservoir compartment during testing. No damage to retainer ring during visual inspection noted. Unable to perform the displacement test, prime/seating test, basic occlusion test, force sensor test and dat test pump successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump trace download analysis confirmed the pump alarmed a normal low battery alert on (B)(6) 2025 11:12:11.000. No unexpected low battery alerts listed in the pump trace download. Battery cycle 9.0 received the low battery alert (104) on (B)(6) 2025 11:45:00 after more than 7 days at 12.65 days. Battery cycle 8.0 received the low battery alert (104) on (B)(6) 2025 18:31:00 after more than 7 days at 14.49 days. Battery cycle 7.0 received the low battery alert (104) on (B)(6) 2025 06:43:00 after more than 7 days at 14.74 days. With reference to the baat tool instructions, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history records. The electronic assembly, battery cap and battery tube were inspected and no anomalies noted. The following were noted during visual inspection: cracked case at battery tube side, missing display window cover and cracked battery tube threads. The p-cap/reservoir does lock properly. No low battery alert noted during testing and no unexpected low battery alerts listed in the pump trace download. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. In summary, the customer alleged no delivery/occlusion alarm was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.